Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported night time meter results- 17 mmol/l and the second result 7.8 mmol/l within 10 minutes. Customer also reported morning meter results 14 mmol/l and the second result 6.4 mmol/l time within 10 minutes. No adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(4).